Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving replace battery alert/ replace battery now alarm. Troubleshooting was performed and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, and self-test. Pump failed sleep current test due to esd latch-up. No unexpected battery noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip due to, problem was isolated to the electronic assemblies. An unexpected amount of 104 low battery alerts were found in the history files during the period of (B)(6) 2024 at 23:46:00.00 to (B)(6) 2024 at 2-0:24:00.00 due to the esd latch-up. Unexpected 73 change battery alerts were noted in conjunction with the unexpected amount of104 low battery alerts from (B)(6) 2024 at 04:55:00.00 to (B)(6) 2024 at 20:06:00.00 and 20:16:00.00 due to the esd latch-up on the ic chip. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), label damage (peeling). Charge/battery lasts less than expected and unexpected battery power loss was confirmed due to an esd latch-up on an ic, problem was isolated to the electronic assemblies. Pump failed sleep current test due to esd latch-up caused by the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.